Event description:
Reporter indicated that the programming wand failed to program. Troubleshooting was performed for communication problems and communication was not successful. The programming wand was returned for product analysis. Analysis of the returned wand identified that the serial data cable had intermittent conductors, which produced the communication errors.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.